Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Concomitant medical products - m2a-magnum mod hd sz 50 mm/ pn 157450/ ln 098350, m2a-magnum 42-50 mm tpr insrt-3/ pn 139254/ ln 636380. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 10 years post implantation due to metal wear, corrosion, osteolysis, and progressive bone loss. Operative record reported clear fluid, modest metal staining of the synovium, well fixed stem, and corrosion of head and taper. The acetabular component was in a vertical position with very little or no anteversion and did not have any bone ingrowth. Areas of osteolysis were noted, which were filled with metal-colored debris.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined; however, there are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4).concomitant products: unknown metal on metal head, unknown stem. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03860, 0001825034-2017-03862

Event description:
It was reported that patient underwent a hip revision approximately 10 years post implantation due to unknown reasons.